Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: the tibial alignment ankle clamp fractured at the base. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed as there is no indication the event was related to patient factors -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been other similar reported events for this lot ID. Conclusions: the investigation concluded that the ankle clamp broke at the base from multiple overload conditions during use. The root cause was determined to be design.

Event description:
After finishing a triathlon total knee replacement it was noted by the surgical tech that the ankle clamp had broke. This was noted after the instrument were being set back for washing. There was no complications during the case and was performed without incident.

Event description:
After finishing a triathlon total knee replacement it was noted by the surgical tech that the ankle clamp had broke. This was noted after the instrument were being set back for washing. There was no complications during the case and was performed without incident.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.